Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. A contact name was not provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was damaged prior to patient contact. No further information was provided.

Manufacturer narrative:
Device evaluation: the actual device was not returned for evaluation. A photo was provided which was evaluated and it was observed to be a cartridge tube with a push rod inside. The cartridge tip was observed with a dent, flash or a particle adhered to the cartridge tip. Due the photo resolution it cannot be determined what it is. The reported complaint could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. Historical data analysis: a search in complaint history was performed on september 27, 2018 which revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.